Manufacturer narrative:
The customer observed lower than expected vitros glu dt results from two different non-patient fluids tested on a vitros dt60 ii chemistry system. The assignable cause of the event was user error, where the customer manually entered calibration parameters from gen 60 glu dt slides when using vitros glu dt gen 62 slides. Acceptable performance was obtained using the vitros glu dt gen 62 slides after the gen 62 slides were successfully calibrated. There was no indication the vitros dt system or vitros glu dt reagent contributed to the event.

Event description:
The customer observed lower than expected results obtained from two different non-patient fluids using vitros chemistry products glucose dt (glu dt) slides on a vitros dt60 ii (dt) chemistry system. The customer site is a reference laboratory that does not process patient samples. Solution 1 result of <20 mg/dl vs. The expected result of 252 mg/dl. Solution 2 result of <20 mg/dl vs. The expected result of 423 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if occurred with patient samples. No patient samples are tested at this site and there was no allegation of patient harm, however, the investigation could not rule out that patient samples would not be affected if the event were to occur undetected. Therefore, ocd is conservatively classifying this as a reportable event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).